Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal end electrodes. The analysis comments stated that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during the implant procedure the lead was tried to be fix three times but the values were not good enough. Then when a good position was found and the lead was fixed the lead's threshold measurements were variable. The lead was then tried to be fixed in another place three times with the same outcome. The lead was removed and a new lead was implanted instead with good andstable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.